Manufacturer narrative:
Date of report: 14nov2018. Date of manufacturer: 14nov2018. The philip's service engineer (se) inspected the device. The se found the o2 key was not active. The se replaced the keypad overlay and the ventilator passed all testing.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 08nov2018. Serial number not disclosed. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator keypad was defective. There was no patient involvement. The event date was not specified; estimate used.